Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and is in an used condition. There are traces of wear, like scratches, stress marks and discolorations all over the device. The relevant dimensions were checked and no deviation was found. The thread is functional as required. No manufacturing related fault could be detected. An event evaluation was performed. The failure occurred due to incomplete thread engagement between the spindle and trial. The root cause is likely user error or mechanical nonconformance. The return did not include the handle and shaft assembly. Without these parts, the critical dimension of spindle-trial engagement is unknown. For these reasons, the disposition for this complaint from a design perspective is indeterminate. Placeholder.

Event description:
Surgeon was performing a lumbar 5-sacrum 1 anterior lumbar interbody fusion (alif) with synfix-lr on an unknown date. When attempting to remove the trial spacer from the disc space the threaded tip of the trial handle broke off flush with the trial spacer. Surgeon was able to remove the trail spacer with an up-bitting curette. Another device was readily available in the operating room, and the procedure was completed without impact to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.